Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed leaking and air bubbles in the patient line between the insertion site and the luer lock. Customer's blood glucose level was 120 mg/dl. Customer reported that issue was due to the luer lock not being tight. Reportedly, pump supplies were changed and insulin delivery was resumed.